Manufacturer narrative:
Evaluation summary: it was caused due to a combination using with the electric knife. This device is classified as import for export, therefore 510k is not applicable. Model ed34-i10t2-us is available in the USA with a 510k number k192245. This report is being filed as part of the pentax backlog management plan.

Event description:
This a demo. The user advised our sales that it happened cut off issue when using electric knife. This event occurred at the time of during use. There was no report of patient harm.